Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that elevated flow estimation and pump power were observed. Lactate dehydrogenase (ldh) was normal at 255 u/l; however, the patient complained of new dizziness and fatigue symptoms. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and a decrease in average pi over time. On (B)(6) 2017, it was reported that the patient experienced short episodes of increased lvad flow. Log file analysis completed by the manufacturer¿s technical services representative revealed that the pump was operating as expected with set parameters. On (B)(6) 2018, it was reported that there was concern for thrombus due to the elevated flow estimation and power. Ldh has remained within baseline. It was determined that patient was positive for the flu on the day the log files were sent ((B)(6) 2017), thus providing explanation for patient¿s new symptoms. However, plasma hemoglobin (hgb) was elevated at 35.6 g/dl on (B)(6) 2018 and 24.4 g/dl on (B)(6) 2018. The patient has been started on heparin infusion. No additional information was provided.

Manufacturer narrative:
Device thrombosis could not be confirmed through this evaluation. Analysis of the submitted system controller log file confirmed elevated power and flows, as well as a slight decrease in average pi. However, a specific cause for this finding could not conclusively be determined through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.